Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 438 mg/dl at the time of the incident and other value was 120 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also reported bent cannula and insulin flow block alarm. Customer was not using auto mode feature. The device will not be returned for analysis.